Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was to treat a lesion located in the 90% stenosed, heavily tortuous popliteal artery. When advancing the connect 18 guide wire to the lower limb arteries, resistance was noted, and the tip of the guide separated in the guide catheter. Resistance was noted during removal, so the guide wire and guide catheter were removed, with force, together, as a single unit. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another connect 18 was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the procedure was to treat a lesion located in the 90% stenosed, heavily tortuous popliteal artery. When advancing the connect 18 guide wire to the lower limb arteries, resistance was noted, and the tip of the guide separated in the guide catheter. Resistance was noted during removal, so the guide wire and guide catheter were removed, with force, together, as a single unit. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another connect 18 was used to continue the procedure. No additional information was provided.